Event description:
Reported via medwatch. It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed, and a watchman access system (was) and a watchman laa closure and delivery system (wds) were selected for use. A versacross sheath and wire, a watchman sheath and a non-bsc catheter were also used in the body. During the procedure a slight drop in blood pressure was noted. Ultrasound imaging showed a pericardial effusion. Transesophageal echocardiography (tee) was used to confirm the effusion. A pericardiocentesis was performed and an unknown amount of fluid was drained. The procedure was discontinued and the patient was kept overnight for observation. The patient was reported to be stable.

Manufacturer narrative:
D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. No contact information was provided to send a good faith effort. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.